Event description:
The customer observed a falsely elevated result using the advia centaur xp troponin ultra (tni ultra) assay compared to repeat testing of the same sample and an additional sample from the same patient. There are no reports of prescribed or altered treatment based on the result. There are no reports of adverse health consequences based on the falsely elevated result.

Manufacturer narrative:
Siemens personnel discussed good laboratory practices with the customer since the first sample was not homogenized after pick up from the emergency department. No conclusions can be drawn. No further issues have been observed by the customer. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."